Event description:
While removing the aortic cannula from the pt's aorta, the suture ring slid off of the cannula tube and into the chest cavity. The intact suture ring was successfully recovered. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.